Event description:
It was reported that during revision surgery, two couplers would not attached with the femoral trial. Delay greater than 30 minutes. No backup device available.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Our clinical/medical team concluded: no clinical relevant supporting documents were provided to conduct a thorough analysis of the reported events. However, it was communicated the event resulted from a technique issue. No additional impact to the patient beyond the revision has been reported. The situation was resolved and it was a technique problem instead of the actual products. Should additional information be received, the complaint will be reopened. We consider this investigation closed.